Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no images occurred due to failure of the receptor unit ((B)(6)). The cause of the faulty receptor unit could not be identified. However, it is likely the failure could be due to accidental failure or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the video connector of the visera elite video system center had poor contact, when the scope was installed. It was noted, the image was flickering and when the scope was pressed and connected well, the image was noted to be normal. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to a defective video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.